Event description:
The reported description notes that the bedside monitor failed to produce a desaturation spo2 alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to produce a desaturation spo2 alarm when the pt's spo2 level fell below that of the preconfigured spo2 desaturation level. No add'l treatment was required as a result of this incident. Philips is the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.